Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent if device is received.

Event description:
According to the reporter, during a low anterior resection, leakage occurred near the staple line. There were no problems with the staples. The UDI number is not available. The event occurred in use for patient. The procedure was completed with manual suturing. The surgical time was extended by less than 30 min. The status of the patient is fine. Additional tissue resection is not required. There was tissue damage. The incision site was not extended. Nothing fell into the patient's cavity. The product did not lock on tissue and was removed from the tissue without damaging it. No bleeding occurred. The patient weight is not available. The device was not reprocessed/re-sterilized prior to use. Additional information has been requested but not yet received. A supplemental report will be submitted upon receipt of new information.

Event description:
Additional information provided: the device formed a complete donut. The dorsal of the staple line (anal side, approximately 5 mm from the staple line) was damaged for 1 cm, which leaked fecal. It was treated by hand sewing.